Manufacturer narrative:
Troubleshooting determined that the customer was not following ocd recommended protocol for sample handling. After recentrifuging the sample, test results were repeatable. The root cause of the event was user error.

Event description:
A customer observed negatively biased phyt results on a patient sample on the vitros 950 analyzer. Biased result of this type may lead to inappropriate physician action. The patient result was reported. There was no report of patient harm as a result of this event.